Manufacturer narrative:
G2: country of origin is australia. H3: product analysis of part # 2900163, lot # im18h024. Visual and optical inspection confirmed the tip of the curette has broken. The damage to the instrument is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l4/l5 decompression and posterior instrumented fusion. Levels implanted was l4/l5. It was reported that the device broke intraoperatively while being used to shave and prepare the bone endplates during the discectomy phase. The breakage was described as a clean break, and both the instrument and the fragment were removed from the patient, with photos taken of the items after removal. Imaging with x-ray (lateral and ap views) was performed to visualize the position of the implanted cages and to check for any additional fragments or instrument debris; no abnormalities or retained fragments were observed. There were no patient symptoms, complications, additional treatments, or adverse outcomes were reported as a result of this event.